Manufacturer narrative:
The biomed found the footswitch cable was slightly pulled off the footswitch internal board. The biomed disassembled the dual mode footswitch, and reseated some connectors inside the footswitch. The biomed stated that the unit is currently working fine and they are using it in their cases. System is functioning normally. No service requested by customer.

Event description:
On (B)(6): facility radiology technologist reports via phone, during a bilateral retrograde procedure, when they stepped on fluoro, then released the footpedal it continued to fluoro. Staff shut off the urology sys to stop fluoro. Customer reports approx 5 minutes of unexpected fluoro time. All staff were wearing the proper lead protection. Customer did not provide any further pt or procedure info other than to say there was no injury from this event. Staff reported they have not experienced this type of failure since.